Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
During primary surgery on (B)(6) 2017 the bone screw slipped through the long hole under the lip and has to be removed. Revision surgery on (B)(6) 2017. During screwing in the screw in the close joint area the shaft of the screw as well as the torx head of the fixed angled screw were bent and loose. New screw was available.